Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate shock due to atrial fibrillation. The right ventricular (rv) lead shock impedance measured 67 ohms when the first shock was delivered. The second shock delivered the impedance measurement was greater than 145 ohms. The device did declare a code 1005, which indicates an open circuit was detected during shock delivery. This patient is programmed in the triad configuration. Technical services discussed possible causes and provided programming options. This crt-d and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned 15-cm segment of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate shock due to atrial fibrillation. The right ventricular (rv) lead shock impedance measured 67 ohms when the first shock was delivered. The second shock delivered the impedance measurement was greater than 145 ohms. The device did declare a code 1005, which indicates an open circuit was detected during shock delivery. This patient is programmed in the triad configuration. Technical services discussed possible causes and provided programming options. The lead was subsequently explanted and returned for analysis.